Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the atrial lead exhibited noise oversensing causing pacing inhibition. During lead replacement procedure, the patient was symptomatic of bradycardia. The reported lead was explanted and replaced on (B)(6) 2022. The patient was discharged from hospital.